Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump was intermittently not alarming for loss of primes. The patient claimed that the issue occurred 3 times over the previous week and 5-6 times over the previous month. The reporter denied that the cartridge cap was loose. She was cycling the cartridge correctly and not using expired cartridges. The reporter claimed that when she would check the rewind/prime menu due to repeated loss of primes, she would notice prime and fill cannula not filled in. The reporter indicated that the patient keeps the pump in a backpack and the tubing is not being tugged on. She also denied that the cartridge cap is being touched. For the previous 3 months, the reporter claimed that the patient's blood glucose (bg) levels had been higher and she was concerned that the pump was not alerting her of not being primed. In some cases, the reporter claimed that the patient's bg's have been "250" to "high." In addition, the reporter mentioned that the patient has had moderate ketones at times and she had been giving correction boluses via the pump. A review of the basal history revealed several "0 unit" entries. However, the animas representative involved in this contact educated the reporter that when the site or cart is being changed, the basal may show zero. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not alerting her of not being primed and the patient had developed elevated bg levels suggestive of severe hyperglycemia. At this time it is unknown if the pump and/or use error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.